Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a device interrogation, while reviewing stored episodes the field representative noticed an episode from one month earlier that was inappropriately stored due to oversensing of noise. The patient did not recall what they were doing at the time of the episode and was asymptomatic. The patient has a pacemaker with another manufacturer's right ventricular (rv) lead implanted and is pacemaker dependent. During in-office testing, some noise was able to be reproduced but no oversensing was seen when the patient performed maneuvers. However, when the field representative manipulated the device no noise was reproduced. The sensitivity was programmed to automatic gain control (agc) and the physician reprogrammed it to fixed. Technical services (ts) was consulted to review the data. The pacemaker remains in service and no adverse effects were reported. Additional information was received that upon review ts discussed possible causes for the regular frequency noise. The noise did lead to some oversensing with pacing inhibition of less than two seconds. Ts indicated that the re-programming to fixed sensing appears appropriate as the signal amplitude seems to be up to 2 mv maximum. Ts suggested further troubleshooting options. At this time the pacemaker remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a device interrogation, while reviewing stored episodes the field representative noticed an episode from one month earlier that was inappropriately stored due to oversensing of noise. The patient did not recall what they were doing at the time of the episode and was asymptomatic. The patient has a pacemaker with another manufacturer's right ventricular (rv) lead implanted and is pacemaker dependent. During in-office testing, some noise was able to be reproduced but no oversensing was seen when the patient performed maneuvers. However, when the field representative manipulated the device no noise was reproduced. The sensitivity was programmed to automatic gain control (agc) and the physician reprogrammed it to fixed. Technical services (ts) was consulted to review the data. The pacemaker remains in service and no adverse effects were reported.